Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 11/26/2014 to the present date 12/04/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there was a production failure q6 (B)(4) for display ¿ lcd/led failure which does not correlate to the customer reported issue.

Event description:
The customer reported that the plunger was stuck. There was no patient involvement reported.